Event description:
Patient revised to address loosening of the femoral component.

Manufacturer narrative:
Examination of the submitted femoral component revealed evidence confirming the reported loose femoral component. A search of the complaint database did not reveal any trend of loosening for the 95002x pfc sig rpf cem femoral product family group. The investigation could not draw any conclusions about the device loosening; however, evidence was found suggesting poor fixation was a contributing factor. No evidence was found indicating product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.